Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was part of a system revision due to infection. The pocket was reported sore. In addition, the field representative reported that the pocket had pus discharges after opening. There were no additional adverse patient effects reported. The ra lead remains in service.